Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient fell causing ineffective therapy. In turn, surgical intervention took place wherein the leads were explanted and replaced, and effective therapy was established.